Manufacturer narrative:
Laboratory analysis determined that this device experienced normal battery depletion, but reached ert earlier than previously estimated due to a change in battery current consumption. In some circumstances, this change may also cause a revision of the point in battery life at which the device will declare ert in order to ensure 3 months of battery life between ert and eol. This ert declaration point and associated estimate of time to ert depend on device operating current and battery depletion to date. This device assessment of operating current, battery charge state, and revision of the ert declaration point may cause differences and fluctuations relative to previous programmer battery status indicators. The device functioned within electrical specifications during detailed analysis. Based on the limited available information, the device exceeded 81% of the predicted longevity. The observation in the field of a reduction in longevity and ert declaration was due to the device calculating a higher hybrid current demand due to an increase in the ventricular pacing threshold. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that in (B)(6) 2010, this pacemaker displayed 1.5 years of remaining longevity. Two months later, the device had declared elective replacement time. The caller was inquiring about earlier than expected battery depletion. The device was explanted and replaced without further incident.